Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut. It is further evidenced by the condition of the four partually formed staples. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a colostomy closure-anterior anastomosis the surgeon created the proximal pursesting around the anvil stem and inserted the instrument head transanally. The orange band was observed penetrating the rectal stump by the surgeon and was attached to the anvil. The surgeon turned the knob within the firing range, released the safety and squeezed the firing handle. The surgeon noticed the usual resistance upon squeezing the firing handle, but as she squeezed harder there was no indication that the device and anvil were removed. Some staples were found in the tissue, however they were still "u" shaped and not "b" shaped and no tissue has been cut. The tissue that was stapled but not cut had to be resected by the surgeon. Another device was opened to complete the case and performed properly.